Manufacturer narrative:
This electrode remains in service. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to myopotential oversensing. The noise and oversensing was reproducible with arm movement and the physician determined that it was due to pectoral muscle activity. The vector configuration was reprogrammed and this patient will continue to be monitored. Additional information is being requested from the field for the model and serial number of this electrode. This electrode remains in service. No additional adverse patient effects were reported.